Event description:
Pt has a trapeze filter in the inferior vena cava (ivc) implanted. The pt has ivc thrombus and lower extremities deep vein thrombosis (dvt). Several attempts have been made to contact the physician's office for additional info however no additional info has been provided. This product will not be returning for eval and testing.